Manufacturer narrative:
On 10-aug-2020, mentor received additional information regarding the date of explantation and replacement devices. The patient is scheduled to undergo bilateral removal and replacement with two 475cc mentor memorygel breast implant prostheses (catalog #: 3504751bc) on (B)(6) 2020. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 21-sep-2020, the suspected medical device was returned for evaluation. On 24-sep-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, the device was observed to be ruptured. Mentor did not receive permission to perform destructive testing.  As a result, the analysis from the product evaluation lab was limited to non-destructive testing, and we could not conclusively determine the root cause of the rupture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast surgery with two 400cc mentor memorygel breast implant prostheses and experienced bilateral rupture and capsular contracture (left grade : iii, right grade: ii) postoperatively. MRI performed on (B)(6) 2019 indicated the bilateral rupture. The diagnosis was confirmed by the patient¿s physician on (B)(6) 2020. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the right-sided prosthesis.